Manufacturer narrative:
The visual inspection of the returned devices confirms that the device is broken on the proximal end of the nail. The screws appear to be intact. A lab analysis was completed with the following results it was concluded that the trigen intertan nail fractured by the initiation and subsequent propagation of fatigue cracking. The fracture most likely initiated on the lateral side of the nail. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. No material deviations in the nail were found during this investigation. A definitive root cause cannot be determined with the information provided. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that a revision was performed due to a nail fractured.